Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, follow-up imaging identified a left distal type I endoleak and aneurysm enlargement to 5 cm (amount of growth unknown). It was reported the left iliac artery was aneurismal at the time of implant but had expanded over time (amount unknown), and the device implanted in the left iliac artery had lost wall apposition. On (B)(6) 2014, an additional procedure was performed to treat the endoleak. The left hypogastric artery was coil embolized, and an additional device was implanted for distal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxc201000/9515682 and pxl161007/8978830.